Event description:
Device appears to be over/undersensing on atrial lead. P-waves measure 0.60mv and sensitivity is programmed 0.30mv. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5167844.